Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The assignable cause was determined to be damaged main display. The main display was replaced to fix the reported problem. Addition summary: the user interface module software version of this pump is vista minor(5.04.00). This issue has been escalated CAPA.

Event description:
The facility representative reported a colleague infusion pump with a damaged main display. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.